Event description:
It was reported that during a laparoscopic liver wedge with lap sigmoid colectomy procedure, the surgeon fired the circular stapler on sigmoid colon; blue was used on original resection. Tissue was normal thickness and circular was fired on lowest line of 1.0mm. Surgeon noticed malformed staple at edge of staple line that incorporated one of the staples being snagged or wedged between the cutting washers. There were no adverse consequences for the patient. No further information is available.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The final quality release criteria were met before this batch was released for distribution.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.